Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot qualification or sterilization records were reviewed as the product lot number was not provided.

Event description:
The customer reported having skin irritation, and a reddish rash with raised itchy skin. The customer visited his doctor who diagnosed him with folliculitis. The customer was prescribed cortisone for the infection. The pod was discarded.